Event description:
It was reported that the user performed three meal announcements for a single dinner consisting of two slices of flatbread pizza, which resulted in excess insulin delivery on the ilet bionic pancreas; the issue was attributed to an incorrect user procedure involving the device¿s user interface. Symptoms included hypoglycemia with a recorded blood glucose of 52 mg/dl and associated dizziness, with the hypoglycemia persisting for two hours. Outcomes included no lasting health consequences or impact despite minor injury of hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem related to excessive meal announcements entered. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.